Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were unable to connect to ins for the past 2 days. Caller needs to connect to ins to put device into MRI mode for a pelvic scan for an unrelated anal abscess. Agent walked caller through and confirmed correct therapy app, solid bluetooth light, communicator not plugged in and no battery indicator light on, blue plastic side against the patient's skin, and able to palpate battery under the skin, but still unable to connect. Several attempts were made to connect after adjusting position of communicator both in the exam room and out in the hallway. Caller denied patient having recent fall or exposure to emi. Caller confirmed that patient was having good symptom relief and felt their therapy was still working. Caller said patient couldn't feel stim constantly, but did feel a "jolt" every once in a while and when at tempting to connect to ins. Caller said that has been going on since device was implanted. Agent reviewed MRI scanning guidelines. While on the phone with this agent, caller said they received another call from the company rep. Caller said they will reach out to the rep to see if they could provide in-person assistance.